Event description:
It was reported that a spectrum pump had a failed the downstream occlusion test during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The issue was unable to be recreated during evaluation during downstream occlusion testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation inspected the device and found the issue to be attributable to out of specification downstream tubing guide, with replacement of the component required. The problem will be assigned to failure to detect downstream occlusion based on allegation and assignable cause determination. Should additional relevant information become available, a supplemental report will be submitted.